Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("a piece from inside of me after the removal of essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of injury associated with device ("a piece from inside of me after the removal of essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced injury associated with device (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the injury associated with device outcome was unknown. The reporter considered injury associated with device to be related to essure. Amendment: the report was amended on (B)(6) 2018 for the following reason: event "device breakage" was changed to "device induced injury". Essure was removed. No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of injury associated with device ('a piece from inside of me after the removal of essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced injury associated with device (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the injury associated with device outcome was unknown. The reporter considered injury associated with device to be related to essure. Amendment: the report was amended for the following reason: the case will be deleted from bayer pv database. Nullification reason: this case was identified as a duplicate of case 2018-136992. No new follow-up information was received from the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.